Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to the inability of feeling stimulation at 2.2v and if the cause was determined, the patient said they had diarrhea for a whole year before calling the manufacturing company. The setting is at 2.5v and they aren't experiencing diarrhea. Replacing the patient programmer (pp) batteries resolved the low batteries message. The circumstances that led to the low battery message was old batteries. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what steps were taken to resolve the diarrhea, patient responded that they and a friend walked through the process of changing the level of pulsation over the phone and are still working on changing the level currently. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that since the patient got the implant, she has been experiencing constant diarrhea. The patient stated it was still not working 100%. The patient was has been having bad diarrhea and has lived on a medication for months until the medication stopped working and had a colonoscopy and lab work done to see if there were bacteria in the colon. It came out clear and the patient is on colostomy now for diarrhea but it doesn't always work and the patient thinks at some point it will stop working too. After the implant and thought the implant needed to be adjusted. The patient noted that the implant was supposed to give a couple minutes to get to the bathroom but it's not doing that. The symptoms are not helping the patient quality of life, she was a recluse, and can't go out very much because of the symptoms. The patient has never used the programmer to check the implant because she does not know how to use the programmer and was afraid to use it. She read the instructions to use the programmer but she has a memory problem and ca n't retain what she reads. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who called back with their patient programmer (pp) to make therapy adjustments. Patient repeated events regarding diarrhea and states that they had a colonoscopy, lab work, and was on imodium for a month, and is currently taking cholestyramine for diarrhea but if they happen to forget a dose, they can't leave their apartment because of their diarrhea. During the call, the patient was able to sync to their implantable neurostimulator (ins) which showed stimulation at 2.2v and it was on. They mentioned that they couldn't feel stimulation at 2.2v, but was able to increase to the point where they felt it again. As a result of what was reported, the patient was instructed to monitor symptoms and consider calling back for assistance with changing programs if the issue is not resolved. During the call, the patient encountered a low aaa battery message; meaning was reviewed. No further patient complications have been reported as a result of this event.